Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test. The distal patient line tubing was observed to be unadhered from the zero reference stopcock. Adhesive was observed in the interior and the exterior of the tubing to luer connection. The drip chamber stopcock was observed to be unadhered from the drip chamber. Adhesive was observed in the interior and exterior of the drip chamber stopcock connection. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line disconnected two days after the device had begun its use. The system was replaced with a new unit. It was also reported that there was no impact to the patient and the patient is overall okay.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.